Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the handpiece device would not turn the burr device and made a clicking noise. There were no delays in the surgical procedure as identical spare device was available for use. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: corrected data: the date of this report and date received by manufacturer were documented as sep 3, 2015 in the initial report. The date of this report has been updated as sep 2, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which determined the unit passed all manufacturing specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.